Manufacturer narrative:
This device was being used off label for an unapproved indication. This device is labeled and 510(k) cleared for a ptv indication. The reporter stated that the device was being used to inflate a palmaz stent during a aaa graft procedure. This device is only approved for percutaneous transluminal valvuloplasty. This device is a 28mm balloon and numed does not know of any palmaz stent that can be inflated to that diameter.

Event description:
Catheter balloon burst while trying to inflate a palmaz stent while performing a aaa case.